Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for a follow up in clinic. It was noted that the pacemaker had entered backup vvi mode. Programming changes were made. There were no patient consequences.